Event description:
Reporter alleged there were discrepant results between the blood glucose monitoring device and a valid lab comparison. Reporter stated at 1303, device result was 59 mg/dl and sample was received into the lab at 1308. Reporter stated the first lab result was 30 mg/dl and the second lab result was 32 mg/dl reported at 1345. At 1339, a device retest result was 58 mg/dl. Reporter indicated controls were run and found to be within an acceptable range as well as linearity was good. Reporter stated the patient was not treated due to the meter results, however, the patient's doctor was notified. Reporter stated there were two devices used during the alleged incident (see medwatch 1823260-2005-03239). A request was made for the return of the suspect device and replacement product was sent.